Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation during a retrospective series data collection that an orise proknife was used in the ascending colon during a colonic endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. On (B)(6) 2021, a delayed hemorrhage occurred and the patient experienced rectal bleeding; however, no transfusion was required. The exact cause of the bleeding is unknown, per the physician. The physician deemed the event had a possible relationship to the device and a causal relationship to the procedure. The patient was hospitalized for monitoring and received medication for treatment. The patient was discharged from the hospital on (B)(6) 2021.